Event description:
While using a byte day aligner, patient reported that the aligners weakened their teeth and front teeth chipped. The chipping occurred during sleep, they were wearing their aligners and when they removed them in the morning the teeth were chipped. Their teeth have been getting more sensitive.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.